Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported break in aseptic technique described as patient performing peritoneal dialysis (pd) therapy outside (in open environment). However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer from (B)(6) of a mistake/break in aseptic technique and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the caregiver contacted baxter and reported the following information. On (B)(6) 2012, the patient began pd therapy. On an unreported date, the patient made a mistake, described as a break in aseptic technique and performing pd therapy outside. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized the same date. The cause of the peritonitis was the mistake/break in aseptic technique. On (B)(6) 2012, the patient began remedial therapy with vancomycin (2gm ip daily), amikacin (10mg ip each exchange), fortum (1gm ip daily), heparin (1,000 units ip with each exchange). The outcome of the peritonitis event was unknown. It was not reported if the patient was retrained in aseptic technique. At the time of this report, pd therapy was ongoing. The causality assessment provided by the caregiver for peritonitis was unrelated. A causality assessment was not reported for break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.